Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Explanted devices have been discarded.

Event description:
The surgeon reported that during revision of the axsos 3 plate, the surgeon removed 4 screws successfully and encountered difficulties with 2. For the difficult ones, the surgeon put the screwdriver into the screwhead and this burred away the head of the screw. The surgeon then used the male conical extractors which didn't give the intended purchase on the screws. The surgeon finally removed the screws using a burr to punch the screw out from the other side of the plate the total procedure took over 4 hours to complete and within that there was a surgical delay in excess of 30 minutes.